Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after suffering a cardiac arrest. The patient was externally defibrillated to convert a vf rhythm. Upon device interrogation, the patient was experiencing a vt rhythm that wasn't being treated due to programming configurations. Once the rhythm accelerated to the vf zone, the device appropriately charged and delivered multiple hv therapies. After the shocks were delivered, intermittent ventricular undersensing was observed. The patient was intubated and unresponsive. It was later reported that the patient expired.